Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and autoimmune disorder ('autoimmune disorder type of disorder') in an adult female patient who had essure (batch no. C06520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression from 2015 to 2018, gastric bypass, polypectomy (novasure, multiple polyps in the uterus removed by the myosure.), epigastric pain (epigastric abdominal pain), laceration of leg, crushing injury of knee, microcytic anemia, asthma, vitamin b complex deficiency, chronic bronchitis (chronic bronchitis with copd (chronic obstructive pulmonary disease) ¿ depression), chronic obstructive pulmonary disease, depression, irritable bowel syndrome, cholecystectomy, mammoplasty, adenoidectomy and tonsillectomy. No evidence of hyperplasia and neoplasia. Previously administered products included for an unreported indication: zoloft from 2000 to 2008. Concurrent conditions included headache since 2015 and uterine bleeding (abnormal uterine bleeding-p, abnormal uterine bleeding-e.). Concomitant products included ascorbic acid;cobalt sulfate;copper sulfate; ergocalciferol;ferrous fumarate;magnesium sulfate;manganese sulfate; nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;vitamin b12 nos;zinc gluconate (multivitamin (16)) since 2014, calcium since 2014, cyanocobalamin (b-12) since 2014 and sertraline hydrochloride (zoloft) from 2016 to 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), urticaria ("allergic or hypersensitivity reaction type: hives,rashes or skin conditions type: hives"), tooth disorder ("dental problems"), amnesia ("neurological conditions or problems, type: memory loss"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced arthralgia ("joint pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with ethinylestradiol;etonogestrel (nuvaring) and surgery (hysterectomy (full)/hysterectomy with bilateral salpingectomy (B)(6) 2018 and novasure endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, autoimmune disorder, urticaria, arthralgia, tooth disorder, amnesia, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, alopecia and vulvovaginal pain outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, arthralgia, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, tooth disorder, urticaria, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient reports that after removal of essure most, if not all symptoms are decreased. The left tubal ostium was then identified and the essure placed without difficulty with four coiling trails. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61.224 kgs. Blood creatine phosphokinase on (B)(6) 2018: elevated ck. Fibrin d dimer on (B)(6) 2018: elevated d-dime. Hysterosalpingogram in (B)(6) 2015: total bilateral occlusion. Pathology test on (B)(6) 2018: the specimen is received fresh and subsequently placed in formalin labeled with the patient's name and "uterus and cervix". The specimen consists of a focally (fundus) disrupted uterine corpus and cervix that weigh 51.5 g nd measures 7.5 x 5 x 3 cm. The serosa is tan-pink, smooth and dull. The cervix measures 2 x 3 cm with circular external on measuring 1.4 cm in diameter. The ectocervical mucosa is tan - pink, wrinkled, dull with a focal area of erythematous granularity surrounding the os. The endocervical canal is tan- white and trabeculated. The endometrial cavity measures 2 cm from superior to inferior by 0.5 cm from medial to lateral and the pinkred and trabeculated endometrium has a thickness of 0.1 cm and the myometrium has a thickness of 1.s cm. The myometrium is tan pink and trabeculated. No definitive nodules are identified. Representative sections are submitted in 6 cassettes as follows: 1: anterior cervix. 2: posterior cervix. 3-4: anterior endomyometrium. 5-6: posterior endomyometrium. Ultrasound scan - on (B)(6) 2017: transabdominal and endovaginal imaging was performed. Endovaginal imaging performed to better evaluate the uterus, endometrium and adnexa. Given history of pelvic pain, ovarian doppler also performed to exclude torsion. The urinary bladder measures- 4.2 x 3.3 x 7.7 cm = 55 ml. Small hemorrhagic cyst in the right ovary measuring 1.4 x 1.1 x 1.5 cm follow-up pelvic ultrasound in 6 weeks recommended for further evaluation.; on (B)(6) 2017: complex cyst seen prior study in the right ovary has resolved there are 2 small follicles now identified. 1. Resolution of complex cyst right ovary. There are no new suspicious findings. 2. Normal left ovary and uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and autoimmune disorder ('autoimmune disorder type of disorder') in an adult female patient who had essure (batch no. C06520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression from 2015 to 2018, gastric bypass, polypectomy (novasure, multiple polyps in the uterus removed by the myosure.), epigastric pain (epigastric abdominal pain), laceration of leg, crushing injury of knee, microcytic anemia, asthma, vitamin b complex deficiency, chronic bronchitis (chronic bronchitis with copd (chronic obstructive pulmonary disease) ¿ depression), chronic obstructive pulmonary disease, depression, irritable bowel syndrome, cholecystectomy, mammoplasty, adenoidectomy and tonsillectomy. No evidence of hyperplasia and neoplasia. Previously administered products included for an unreported indication: zoloft from 2000 to 2008. Concurrent conditions included headache since 2015 and uterine bleeding (abnormal uterine bleeding-p, abnormal uterine bleeding-e.). Concomitant products included ascorbic acid;cobalt sulfate;copper sulfate;ergocalciferol;ferrous fumarate;magnesium sulfate;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;vitamin b12 nos;zinc gluconate (multivitamin (16)) since 2014, calcium since 2014, cyanocobalamin (b-12) since 2014 and sertraline hydrochloride (zoloft) from 2016 to 2018. On (B)(6) 2015, the patient had essure inserted. In june 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), urticaria ("allergic or hypersensitivity reaction type: hives,rashes or skin conditions type: hives"), tooth disorder ("dental problems"), amnesia ("neurological conditions or problems, type: memory loss"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced arthralgia ("joint pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with ethinylestradiol;etonogestrel (nuvaring) and surgery (hysterectomy (full)/hysterectomy with bilateral salpingectomy (B)(6) 2018 and novasure endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, autoimmune disorder, urticaria, arthralgia, tooth disorder, amnesia, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, alopecia and vulvovaginal pain outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, arthralgia, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, tooth disorder, urticaria, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient reports that after removal of essure most, if not all symptoms are decreased. The left tubal ostium was then identified and the essure placed without difficulty with four coiling trails. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61.224 kgs. Blood creatine phosphokinase - on (B)(6) 2018: elevated ck. Fibrin d dimer - on (B)(6) 2018: elevated d-dime. Hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2018: the specimen is received fresh and subsequently placed in formalin labeled with the patient's name and "uterus and cervix". The specimen consists of a focally (fundus) disrupted uterine corpus and cervix that weigh 51.5 g nd measures 7.5 x 5 x 3 cm. The serosa is tan -pink, smooth and dull. The cervix measures 2 x 3 cm with circular external on measuring 1.4 cm in diameter. The ectocervical mucosa is tan - pink, wrinkled, dull with a focal area of erythematous granularity surrounding the os. The endocervical canal is tan- white and trabeculated. The endometrial cavity measures 2 cm from superior to inferior by 0.5 cm from medial to lateral and the pinked and trabeculated endometrium has a thickness of 0.1 cm and the myometrium has a thickness of 1.s cm. The myometrium is tan pink and trabeculated. No definitive nodules are identified. Representative sections are submitted in 6 cassettes as follows: 1: anterior cervix 2: posterior cervix 3-4: anterior endomyometrial 5-6: posterior endomyometrial. Ultrasound scan - on (B)(6) 2017: transabdominal and endovaginal imaging was performed. Endovaginal imaging performed to better evaluate the uterus, endometrium and adnexa. Given history of pelvic pain, ovarian doppler also performed to exclude torsion. The urinary bladder measures- 4.2 x 3.3 x 7.7 cm = 55 ml. Small hemorrhagic cyst in the right ovary measuring 1.4 x 1.1 x 1.5 cm follow-up pelvic ultrasound in 6 weeks recommended for further evaluation.; on (B)(6) 2017: complex cyst seen prior study in the right ovary has resolved there are 2 small follicles now identified 1. Resolution of complex cyst right ovary. There are no new suspicious findings. 2. Normal left ovary and uterus.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and autoimmune disorder ('autoimmune disorder type of disorder') in an adult female patient who had essure (batch no. C06520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression from 2015 to 2018, gastric bypass, polypectomy (novasure, multiple polyps in the uterus removed by the myosure.), epigastric pain (epigastric abdominal pain), laceration of leg, crushing injury of knee, microcytic anemia, asthma, vitamin b complex deficiency, chronic bronchitis (chronic bronchitis) with copd (chronic obstructive pulmonary disease), depression, irritable bowel syndrome, cholecystectomy, mammoplasty, adenoidectomy and tonsillectomy. No evidence of hyperplasia and neoplasia. Previously administered products included for an unreported indication: zoloft from 2000 to 2008. Concurrent conditions included headache since 2015 and uterine bleeding (abnormal uterine bleeding-p, abnormal uterine bleeding-e.). Concomitant products included ascorbic acid;cobalt sulfate;copper sulfate;ergocalciferol;ferrous fumarate;magnesium sulfate;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;vitamin b12 nos;zinc gluconate (multivitamin (16)) since 2014, calcium since 2014, cyanocobalamin (b-12) since 2014 and sertraline hydrochloride (zoloft) from 2016 to 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), urticaria ("allergic or hypersensitivity reaction type: hives,rashes or skin conditions type: hives"), tooth disorder ("dental problems"), amnesia ("neurological conditions or problems, type: memory loss"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced arthralgia ("joint pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with ethinylestradiol;etonogestrel (nuvaring) and surgery (hysterectomy (full)/hysterectomy with bilateral salpingectomy (B)(6) 2018 and novasure endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, autoimmune disorder, urticaria, arthralgia, tooth disorder, amnesia, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, alopecia and vulvovaginal pain outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, arthralgia, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, tooth disorder, urticaria, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient reports that after removal of essure most, if not all symptoms are decreased. The left tubal ostium was then identified and the essure placed without difficulty with four coiling trails. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Blood creatine phosphokinase - on 18-jan-2018: elevated ck. Fibrin d dimer - on (B)(6) 2018: elevated d-dime. Hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2018: the specimen is received fresh and subsequently placed in formalin labeled with the patient's name and "uterus and cervix". The specimen consists of a focally (fundus) disrupted uterine corpus and cervix that weigh 51.5 g nd measures 7.5 x 5 x 3 cm. The serosa is tan -pink, smooth and dull. The cervix measures 2 x 3 cm with circular external on measuring 1.4 cm in diameter. The ectocervical mucosa is tan - pink, wrinkled, dull with a focal area of erythematous granularity surrounding the os. The endocervical canal is tan- white and trabeculated. The endometrial cavity measures 2 cm from superior to inferior by 0.5 cm from medial to lateral and the pinkred and trabeculated endometrium has a thickness of 0.1 cm and the myometrium has a thickness of 1.s cm. The myometrium is tan pink and trabeculated. No definitive nodules are identified. Representative sections are submitted in 6 cassettes as follows: anterior cervix; posterior cervix; anterior endomyometrium; posterior endomyometrium. Ultrasound scan - on (B)(6) 2017: transabdominal and endovaginal imaging was performed. Endovaginal imaging performed to better evaluate the uterus, endometrium and adnexa. Given history of pelvic pain, ovarian doppler also performed to exclude torsion. The urinary bladder measures- 4.2 x 3.3 x 7.7 cm = 55 ml. Small hemorrhagic cyst in the right ovary measuring 1.4 x 1.1 x 1.5 cm, follow-up pelvic ultrasound in 6 weeks recommended for further evaluation.; on (B)(6) 2017: complex cyst seen prior study in the right ovary has resolved there are 2 small follicles now identified resolution of complex cyst right ovary. There are no new suspicious findings. Normal left ovary and uterus. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs and mr received. New reporters added. Event injury is replaced by pelvic pain. Abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction type: hives / rashes or skin conditions type: hives, joint pain, autoimmune disorder type of disorder:, dental problems, neurological conditions or problems, type: memory loss, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, vaginal pain and hair loss were added. Lot number added, concomitant drug, medical history added and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.